Event description:
This unsolved complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Patient was admitted to (B)(6) hospital (B)(6). Patient diagnosed with having two different infections, and physician states the infections are very unusual.

Manufacturer narrative:
No product was returned by the customer. Control samples (from stock) of the reported lot 0k234 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of uni-solve wipes.

Manufacturer narrative:
Active investigation in progress; results of investigation to be provided in a supplement report.